Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was also received with the serial number label stained and faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump started beeping went dead and they changed the battery. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the worn off and faded was unable to get the serial number. The customer could not turn on the insulin pump after trying to wipe it with alcohol swab and pressing the back button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.